Event description:
It was reported that the bp monitor was providing inaccurate reading.

Manufacturer narrative:
It was reported that the customer took the monitor to a nurse visit to check accuracy versus in-office results. Multiple checks compared with checks done by the nurse showed the unit to be too inaccurate to validate use of the monitor. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.